Event description:
Coaptite post approval study. Pt injected with 2.0 ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. On the same day as the procedure, the pt developed urinary retention, detected by physician observation. The pt was catheterized with foley catheter for one day; the retention resolved on (B)(6) 2009.

Manufacturer narrative:
This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required catheterization, it was determined to be reportable event. The device history records for coaptite lot 1011123 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.